Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two (2) 3.5mm cortex screws broke during the tightening step of a distal tibia plating procedure. Per the surgeon, proper drilling was administered when the screws broke. The surgeon feels that the quality of the screw may have been compromised. Both broken screws were removed from the bone and replaced with other screws. A reported thirty (30) minute delay was noted. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
Patient weight is unknown. Device broke intra-operatively and was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.